Manufacturer narrative:
(B)(4). Date sent: 12/13/2022. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The blade tip was not broken off as reported by the customer. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during an unknown procedure the tip of the clamp fell into the patient after 20 minutes of use. It was necessary to use a second clamp to find the lost piece and finish the operation. This caused an additional cost and increase in the duration of the intervention. They did not keep the end of the clamp that fell into the patient and left in the yellow dasri.

Manufacturer narrative:
(B)(4). Batch #. W70011. Additional information was received: the consequences for the patient were an increase in the duration of the operation, the time to go and get another harmonic® device at the pharmacy. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.